Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were malformed (scissored). A new applier was used to complete the case. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, no; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, lower shroud; damaged trigger no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup tests & results: antibackup functional, no; firing: feed conform, no; firing: form conform, no; jaws: hold clip, no; jaws: inside width at tips, .161 and lockout functional, yes. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional results, it was concluded that the instrument was returned with the lower shroud broken and would not fire or form the clips properly. No conclusion could be reached as to how the damage to the instrument occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.